Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the implantable neurostimulator (ins) suddenly reached end of life (eol), and the deep brain stimulation (dbs) suddenly and unexpectedly switched off; a device battery issue was noted. The patient experienced a worsening of their motor state. The etiology was noted as unrelated/unlikely related to the surgery, unrelated/unlikely related to the stimulation, possibly related to the system, unrelated/unlikely related to the medication, and unrelated/unlikely related to a pre-existing/underlying disease. The event resulted in a hospitalization or a prolongation of an existing hospitalization. The event was considered completely resolved on (B)(6) 2015. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the previously reported event included re-implantation of the implantable neurostimulator (ins). It was also noted that the cause of the sudden battery end of life (eol) was not known/not determined. The stimulation parameters and impedance values were also unknown as they were not provided / recorded on the sae form. No further complications were reported/anticipated.